Event description:
It has been reported that the patient was hospitalized for 15 hours with euglycemia (dka) diabetic ketoacidosis. The patient experienced nausea, vomiting, increased heartrate, and weakness, leading them to visit their doctor. The doctor advised the patient to go to the emergency room (ER) where they were diagnosed with euglycemia dka and treated with IV saline and insulin. The patient does not recall the exact dates, blood glucose levels or device lot details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.